Manufacturer narrative:
Aesculap inc. (Importer, registration no. (B)(4)) is submitting this report on behalf of aesculap ag (manufacturer, registration no. (B)(4)). Exemption number: e2014018. Investigation: during a visual inspection we found, that the major part of the screw-thread is sheared off. There are no other parts (like thread pieces) received. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complains with this batch and error pattern at hand. Conclusion and root cause: the root cause for the problem is most probably usage related. Rationale: without further knowledge about the circumstances we assume, that the shaving was generated by screwing in the screw with a wrong angle, so that the thread scrapes on the edge of the place (screw hole). This is the basic cause in cases like that. A material defect or a manufacturing error can be excluded. No CAPA necessary. Associated medwatch: 9610612-2019-00258.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. If additional information is received a follow up report will be submitted.

Event description:
It was reported the clip magazine broke intra-operatively. During robotic surgery for prostate malignant tumor, the clip magazine broke. It was noted the part of the clip magazine (distal end) was broken and its broken piece was missing (most likely remaining in the patient.) The surgeon stated that the clip magazine detached from the applier after a few instances/times of clipping. A review of the intra-operative video was done but it could not be verified/confirmed how or when the clip magazine broke. The surgeon searched for the broken part in the abdomen, but was unable to find any plastic parts of the device. The surgeon elected to close the incision as it was unlikely that the plastic part would be found. No patient information has been provided. Associated medwatches: 9610612-2019-00215, 9610612-2019-00216.